Manufacturer narrative:
Conclusion: no device failure. Although the reporter advised the device would be returned for evaluation, to date, the product has not been received. Complaint history was reviewed and shows no trend for the item or lot number. Device history record was reviewed and indicates that the product met specification when manufactured. The product was not returned and no radiographic images were provided to evaluate product use. No product-related issues were identified and the information provided indicates that the incident was trauma-related.

Manufacturer narrative:
Conclusion: no device failure.the product was returned and examined. Analysis showed no trend for (B)(4) lot no: 117479922. Photographic images were made. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00636.

Event description:
Allegedly the patient had a fall and unknowingly fractured the femoral neck.

Manufacturer narrative:
(B)(4). This is the same event as 1043534-2011-00636.

Event description:
Allegedly the patient had a fall and unknowingly fractured the femoral neck.